Manufacturer narrative:
Akgul, m., cakir, h., cinar, o., ozman, o., basatac, c., siddikoglu, d., dogan, c., baseskioglu, a. B., yazici, c. M., sancak, e., akpinar, h., & onal, b. (2023). The efficacy and safety of retrograde intrarenal surgery: a multi-center experience of the rirsearch group study. Journal of urological surgery, 10(2), 119-128. Https://doi.org/10.4274/jus.galenos.2023.2022.0039. B3 date of event: exact date unknown, publish date has been used instead.

Event description:
It was reported to boston scientific via an article published in the journal of urological surgery that a study was conducted to assess the efficacy and safety of retrograde intrarenal surgeries (rirs), involving a dakota basket to extract stone fragments larger than 2 mm and a sensor wire to perform a cystoscopy and retrograde pyelography evaluation. The study consisted of 1067 patients that underwent rirs procedures between 2016 and 2021, where 59.8% were males and 40.2% were females. Complications within the study included hematuria (36.7% of cases), fever (21.4%), urinary tract infection (uti) (28.7%), sepsis (6.0%), ureteral perforation (1.2%) and bladder perforation (0.8%).

Manufacturer narrative:
Akgul, m., cakir, h., cinar, o., ozman, o., basatac, c., siddikoglu, d., dogan, c., baseskioglu, a. B., yazici, c. M., sancak, e., akpinar, h., & onal, b. (2023). The efficacy and safety of retrograde intrarenal surgery: a multi-center experience of the rirsearch group study. Journal of urological surgery, 10(2), 119-128. Https://doi.org/10.4274/jus.galenos.2023.2022.0039 b3 date of event: corrected, exact date unknown, publish date has been used instead.

Event description:
It was reported to boston scientific via an article published in the journal of urological surgery that a study was conducted to assess the efficacy and safety of retrograde intrarenal surgeries (rirs), involving a dakota basket to extract stone fragments larger than 2 mm and a sensor wire to perform a cystoscopy and retrograde pyelography evaluation. The study consisted of 1067 patients that underwent rirs procedures between 2016 and 2021, where 59.8% were males and 40.2% were females. Complications within the study included hematuria (36.7% of cases), fever (21.4%), urinary tract infection (uti) (28.7%), sepsis (6.0%), ureteral perforation (1.2%) and bladder perforation (0.8%).